Manufacturer narrative:
Siemens healthineers investigated the reported event. Siemens healthineers attempted to contact nassau open MRI to obtain additional details about the sequence of events that had led to the incident. It is still unknown to siemens healthineers if the man entered the magnet room despite orders to stay out of the room or if he was asked inside to help his wife get up from the patient table. As part of the investigation, siemens healthineers also reviewed the system log files. The files do not suggest any system malfunction, and it appears the system functioned just as it is supposed to during an emergency. The cause of this event appears to be the introduction of a ferromagnetic object into the mr examination room. The corresponding magnetom operator manual and the magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. The system owner manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used and prohibits introduction of ferromagnetic objects into the magnetic field.

Manufacturer narrative:
D4: due to the age of the reported device, a UDI is not available. E1: a reporting facility contact name was not provided for reporting. H3, h6: the investigation is ongoing; however, it is currently unknown if siemens will be able to evaluate the reported system. The system was bought used and was installed at the facility by a third-party and siemens does not have a service contract with the facility. Siemens has reached out to the facility by telephone for additional information and left a message with contact information with the receptionist. A return call from the facility manager is pending receipt. A supplemental report will be submitted if additional information is provided upon completion of the investigation.

Event description:
Siemens healthineers became aware of a fatal incident involving the magnetom espree system. The incident reportedly occurred on (B)(6) 2025, when a 61-year-old male entered an MRI room with a metallic object around his neck. The object was attracted to the MRI¿s magnetic field, resulting in alleged injury/medical event(s) that resulted in his death.